Manufacturer narrative:
No additional diagnostic/functional testing was performed by philips. The customer indicated that the speaker was defective and a replacement needed to be ordered. Good faith efforts were made to determine whether there was sound, but this information was not provided. The reported problem is considered confirmed. The customer ordered a replacement speaker to resolve the issue. The customer has assumed the repair responsibility. If additional information is received the complaint file will be reopened. E1 reporting institution phone (B)(6)

Event description:
The customer reported that the loudspeaker does not work anymore. The device was not in use on a patient at the time of the event. There was no adverse event reported.